Manufacturer narrative:
One cadd-legacy® 1 pump was returned for analysis in good condition with a scratched screen. The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. The downstream sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed a double beep when the cassette is attached. There was no patient involvement.